Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 164mg/dl, 129mg/dl, 104mg/dl, 98mg/dl. Tests were done within <10 minutes with a difference of 26%. Pt did not experience any adverse events. No further info has been reported.